Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, high, out of range, high voltage lead impedance was observed on the lead. Lead was capped on (B)(6) 2016 and a new lead was implanted. Good capture was observed post implant. Patient was stable post procedure.